Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on unknown date. The computed tomography (CT) simulation scan showed the hydrogel as bunching up like a ball between the prostate and the rectum. There is a possible rectal wall infiltration. The patient current condition was unknown. No further information has been obtained despite good faith efforts.